Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that after turning the unit on and completing the self-test the unit is alarming ¿vent inop, motor fault, and xdcr fault¿. When the main board was replaced and the unit operated as intended. There was no patient involvement at the time of the incident.